Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedance. The impedance remained within range. An x-ray was performed. It was discovered that the patient had twiddler's syndrome. The physician decided to do a lead revision. The lead could not be extracted. Thus, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis as the lead remains implanted in the patient. The boston scientific post market quality assurance lab determined that the reported observation was likely the result of the user not following the manufacturer's instructions with the available information.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedance. The impedance remained within range. An x-ray was performed. It was discovered that the patient had twiddler's syndrome. The physician decided to do a lead revision. The lead could not be extracted. Thus, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.